Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The patient was implanted with bilateral hip on october 22, 1996. It is unknown if this component was revised on march 5, 2002; therefore, the following sections could not be completed as a result: date of event. Date implanted. This report is number 3 of 6 mdrs filed for the same patient (reference 1825034-2014-08497 & 1825034-2015-00417 / 00421).

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to poly wear. The head and liner were removed and replaced. Further follow up for information and review of invoice history revealed the patient underwent bilateral hip arthroplasty on (B)(6) 1996. Information further revealed that revision procedures occurred on the following dates due to unknown reasons: (B)(6) 2002, (B)(6) 2007, (B)(6) 2013. There is no further information available for the procedures listed above.